Event description:
It was reported the patient cannot exit MRI mode. As a result, surgery may take place in the future to address the issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Additional information revealed that this ipg is no longer connected to the fsca.

Manufacturer narrative:
Additional information revealed that this ipg is no longer connected to the fsca.

Manufacturer narrative:
A review of the event indicates that the patient was in MRI mode and was waiting for the mr scan. There is no confirmed malfunction or deficiency of the device.